Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the cgm reading was low readings. The patient was back and forth at the hospital to unrelated reasons. The patient made a treatment decision based on her dexcom readings. The patient consumed bread, juice and chocolates. When she finally got home, she was frequently urinating, felt tired and thirsty. Her grandson brought her to the emergency room. When she arrived, they tested the bg and it was 549 mg/dl. She was dehydrated. The patient was treated with IV insulin and admitted to the ICU. She stayed at the hospital for 24 hours for observation. At the time of the report the patient was feeling okay. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia,